Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the tubing, peristaltic head which resolved the issue. There have been no further reports of discrepant results since the tubing, peristaltic head was replaced. A review of the architect c4000 sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect c4000 sn# (B)(6).

Event description:
The customer reported a falsely elevated magnesium result on a patient and a falsely decreased calcium result on a patient generated on the architect c4000 analyzer. The following results were provided: sid (B)(6) ¿ magnesium = 9.32 mg/dl, rerun on another analyzer - 1.55 mg/dl. Magnesium (reference range 1.8-2.6 mg/dl). Sid (B)(6) ¿ calcium = 4.9 mg/dl, rerun on another analyzer - 8.9 mg/dl. Calcium (reference range 8.7 ¿ 10.2 mg/dl) no impact to patient management was reported..

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result on a patient and a falsely decreased calcium result on a patient generated on the architect c4000 analyzer. The following results were provided: sid (B)(6) ¿ magnesium = 9.32 mg/dl, rerun on another analyzer - 1.55 mg/dl magnesium (reference range 1.8-2.6 mg/dl). Sid (B)(6) ¿ calcium = 4.9 mg/dl, rerun on another analyzer - 8.9 mg/dl. Calcium (reference range 8.7 ¿ 10.2 mg/dl) . No impact to patient management was reported.